Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported a change in therapeutic benefit. Caller stated they are feeling a lot more stimulation intensity in the buttocks than where they are supposed to be feeling it, though they still feel it all over. Caller is wondering if it is possible that the lead/leads could have migrated. Agent inquired about possible falls/traumas that could potentially be related; caller stated that they had a fall at the beginning of the year (fell down stairs) but this issue just started recently. Caller is wondering what they can do to address this issue or what they would potentially do if the leads did migrate. The patient was redirected to their healthcare provider to further address the issue.